Manufacturer narrative:
Date of postoperative screw breakage is unknown. This report is for one (1) unknown locking bolt. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implanted in (B)(6) 2015; exact date is unknown. Explanted in (B)(6) 2016; exact date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). (510k): unknown, as specific part and lot numbers for locking bolt is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a screw broke and a proximal femoral nail antirotation (pfna) discolored postoperatively. The implant surgery was in (B)(6) 2015 and the revision took place in (B)(6) 2016. No information about patient outcome. This report is for one (1) unknown locking bolt. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Initial reporter is patient. Reporter address and contact information was not provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: products were not returned, an investigation could not be performed. Without part/lot number and clinical information we are not able performed an investigation. Based on the provided x-ray, it can be confirmed that the locking bolt is broken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.